Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that when customer was pushed the buttons there was a delay most of them actually but specially the back button and the center button and buttons were hard to push. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.